Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the cutting edges are dented and worn. No other abnormalities found. A likely cause of the event is wear and tear with use.

Event description:
It was reported that the ar-2384 quad tendon cutter is dull.